Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's battery was lasting five days in the insulin pump. Advised customer to clean the battery cap with a cotton stick and to use batteries in an original package. The customer had a back-up plan of insulin pens if needed. The customer also mentioned that the battery compartment was slightly cracked. The customer stated that they would call back for a replacement insulin pump upon returning from vacation. Nothing further reported.